Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2023. The patient condition is unknown.